Event description:
It was reported that before use during inspection, the cs100 intra-aortic balloon pump (iabp) had alarm loop leaks. There was no patient involved.

Manufacturer narrative:
Due to character limitations the complete e1: site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Due to character limitations the complete e1 - site name - (B)(6). A getinge field service engineer (fse) found the equipment alarm loop leaked. After disassembling and adjusting the safety disk, the equipment's various functional parameters were tested and delivered for clinical use normally.